Event description:
It was observed that during the device evaluation, the camera head's switches of the scope and camera head did not work, the scope could not be detached, poor watertightness of button, and water tightness was lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: switches of the scope and camera head did not work due to a damage on button, the scope could not be detached due to a damage on coupler unit, and water tightness was lost due to poor watertightness of button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.